Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 366 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing and cannula as expected. Reportedly, the supplies were changed to address the event.